Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 2,000 ohms, resulting in a lead safety switch (lss). Noise was observed in unipolar configuration with a few beats being oversensed. Technical services (ts) discussed troubleshooting. This rv lead remains in service. No adverse patient effects were reported.